Event description:
It was reported that the patient was experiencing inadequate stimulation in certain areas and shocking sensation when stimulation was on or off due leads migration. Database analysis noted a possible high impedance on a contact in port d that might cause the shocking sensation. The patient underwent a lead replacement procedure and was doing well with good coverage postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: (B)(4).

Manufacturer narrative:
Sc-2218-50 (sn: (B)(6) / (B)(6)). The returned lead was analyzed, and visual and x-ray inspections found no anomalies. The device passed impedance and dimensional tests. The lead revealed normal device characteristics. However, a labeling review found that the reported event was a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation. Therefore, a known inherent risk of device was detected as a probable cause.

Event description:
It was reported that the patient was experiencing inadequate stimulation in certain areas and shocking sensation when stimulation was on or off due leads migration. Database analysis noted a possible high impedance on a contact in port d that might cause the shocking sensation. The patient underwent a lead replacement procedure and was doing well with good coverage postoperatively.